Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple altitude alarms. There was no impact to the customer's blood glucose (bg) level. Customer indicated injections would be used as back up therapy.